Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: 073231.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 12:30 pm, the patient obtained the error 5 error message on the reported meter; she was unable to obtain a blood glucose reading. At 1:45 pm, the patient experienced the symptoms of "high blood glucose" levels. The patient took her usual dose of insulin using her pump; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of hyperglycemia after she was unable to test her blood glucose level due to the meter issue and received treatment with insulin. Therefore this complaint is being reported.